Event description:
Reportedly, during pt use, the oxygen sensor reading high. The oxygen sensor was replaced, which resolved the reported issue. There are adverse pt effects reported.

Manufacturer narrative:
(B)(4).